Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. It was reported that the patient had large open sores on his skin. Follow-up indicated that the patient was in the hospital for an unrelated issue and under the care of medical staff. The medical outcome of the irritation is unknown.